Event description:
Pt reported two separate low blood glucose events. The first event was about 3-4 months ago, the paramedics tested their blood glucose <30mg/dl. They were treated with glucose gel, taken to the hosp, given food and discharged. On the second event 2005, the paramedics were called and treated them with glucose gel to get their blood glucose up to 60 mg/dl. Pt stated they did not remeber anything unitl their blood glucose was brought up to 60 mg/dl. They were again taken to the hosp, fed and released. They have consulted their physician and neither can pinpoint a cause for these low events, except that the device is possibly delivering too much insulin. Pt is using the piston rod and adapter longer than adapter longer than recommended. Pt stated an EKG was run while they were in the hosp and it came back bad, but no other information were provided beyond it being bad.